Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The physician deployed an 18 fr manta following removal of a tavr sheath. Physician reported that something "felt different" after flipping deployment lever. While pulling to tension, physician visualized the footplate, which he noted to be abnormal. Following this, staff reported loss of pedal pulse. Md obtained imaging and stated he thought it showed a "small dissection".

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A manufacturing record review was completed and no related nonconformances were found. Manual compression to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. No additional intervention or treatment was required to address the dissection. Dissections are a common large bore procedure complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Therefore, the root cause of the dissection is inconclusive.